Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on august 17, 2010, for investigation. A visual inspection revealed that the silicon coating of the cold jaw boot silicon was detached from the tip of the jaw. The jaws were somewhat burnt and bloody. Based upon the visual observations, the reported complaint "jaw boot tip detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip on the vasoview hemopro endoscopic vessel harvesting system broke off into 2 pieces outside the patient. The tip appeared to have unglued upon unpacking. A new kit was used to complete the procedure. There were no patient effects. The product was received on august 17 and only a tissue welder was received with the tip of the cold jaw silicon boot detached. A follow-up was made to the reporter, leslie burriss, and it was confirmed that it was the jaw boot that detached in the leg and was retrieved through the original incision.